Event description:
A revision surgery was performed and the entire prodisc-l construct was removed at an unknown level and replaced with an interbody device. It was reported that the prodisc-l removal was due to the patient¿s back pain not being alleviated. When the system was initially implanted, the patient¿s back pain went away but returned, on an unknown date. The initial implant surgery was provided as an unknown date in 2008. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant: unknown date in 2008. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record revealed no complaint related anomalies. A product development event evaluation was conducted. Hazard 5.1 of the current risk analysis for prodisc-l describes the hazard of "device not effective" resulting in potential harms of "continued pain and possible need for reoperation." Current controls for this risk include surgeon training and surgical technique describing biomechanics, device design, patient selection, and appropriate techniques for correct implantation of device. Note that synthes requires all surgeons to complete comprehensive surgeon training prior to using the product. This training involves one day training by expert faculty and includes hands-on instruction of implantation of the prodisc-l device using cadaveric models. The listed severity of 4 is appropriate for this complaint as continued pain may result in re-operation in the worst case. The current occurrence rate for patient pain not associated with other listed failure modes (i.e. Migration, inlay expulsion, fractures, etc) is (B)(4) ((B)(4) out of (B)(4) inferior endplate implants sold in the u.s. From launch in (B)(6) 2006 through end of (B)(6) 2013). The inferior endplates ((B)(4)) were chosen as the most conservative estimate for implant usage, as the superior endplate and polyethylene inlay both contain the main articulating surfaces and may be replaced intraoperatively if the integrity of those surfaces has been suspected to have been altered by the user during implantation. In the case where a multi-level prodisc-l case was performed and continued pain was reported, each level implanted was conservatively counted as contributing to the pain. Also note that this occurrence rate includes other open complaints with pd evaluations that have been classified within the same failure mode. Thus, the listed occurrence rate of (B)(4) is appropriate and representative of this complaint and the clinical history to date. Current controls remain appropriate, no further mitigations necessary. Several studies report continued or persistent pain as a potential complication of lumbar disc replacement surgery. Although pain is a difficult parameter to define and characterize with respect to surgical treatment modality, some mention of facet loading, altered biomechanics, and treatment of symptoms rather than disease has been made to explain possible contributing factors to post-surgical pain following disc replacement. The prospective, randomized, multi-center FDA ide studies for sb charite and prodisc ii devices were reviewed. The occurrence of continued back pain in any combination of back and/or lower extremities pain, was 5.9% for charite and 12.4% for prodisc-l. It should be noted that the reported occurrence of device related pain includes some level of pain, but does not specify the amount of pain. Typically the amount of pain did not require reoperation, as there was only one device removal adverse event that was device related for both charite and prodisc-l respectively. Additional 5-year results from the prodisc-l ide study (ref 11) show significant improvements in vas pain scores were maintained between two and five year follow up visits. The average percent change in total disc replacement pain scores was -49.9% at two years and -48.7% at five years. Reduction in pain of the prodisc-l at five years was also similar to that of fusion at -47.5%. Unrelieved pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. The complaint is deemed indeterminate.